Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," ¿if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death,¿ and it advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.¿

Event description:
It was reported that the patient was admitted into the emergency room with diabetic ketoacidosis. His blood glucose history is as follows: time: thursday's midnight, bg (mg/dl): 250, bolus (u): no bolus; two hours later, 350, 1.0 (pdm does not detect any bolus or bg values); at 08:00 am, 450. Thursday evening his girlfriend went home and found him in a daze and having no measurable value (alternative bg meter indicated only "high"). She took him to the emergency room and upon arrival his bg reached 1250 mg/dl (with the hospital bg meter). His bg levels has dropped and he is still in the hospital for observation. It was also reported that during the day he had suffered from congestion or gastroenteritis. Hearing him cough the doctors have also carried out an examination of lung and found that he was suffering from pneumonia.

Manufacturer narrative:
During a follow up call the patient reported that he was in a coma and the doctor had to operate on his mitral valve. It was finally determined that the patient had no episode of ketoacidosis, but had a hyperosmolar problem due to a severe dehydration caused by vomiting and diarrhea. It was also confirmed that the insulin was delivered subcutaneous.